Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It is reported per field service report: pump was on pt. Symptom - low level ECG and ap (arterial pressure) signals were lost. The pump was switched out. All signals replaced when pump switched out. Findings/action taken: biomed replaced the front end board pcb (printed circuit board) and installed tech tip 77-020. Also performed a leakage test and electrical safety check. The pump was returned to service. Add'l info rec'd from biomed on (B)(6) 2011 stated that outcome of the pt is unk, but pump was fixed and is back in service.